Event description:
It was reported that there was coupling and/or communication issues and the patient was able to get a maximum of two coupling bars. The reporter stated that the patient had problems recharging for a while and that the implantable neurostimulator (ins) may have been flipped. An anterior-posterior (ap) x-ray showed that the leads were "away from the spine." It was also stated that shortly after the patient was implanted, there was a pocket issue where there was oozing and the wound opened up a bit. The reporter noted that the ins may have flipped at that time or the healthcare provider (hcp) may have "implanted really quickly" and may have put the ins in the wrong way. A revision was being scheduled the following month.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, serial # (B)(4).

Event description:
Additional information received reported the cause of the event was due to the flip of the implantable neurostimulator. Five days later, it was reported there were no symptoms in relation to this event. The revision that was planned was still pending as of this time. It was noted that charging was "very slow, but still working." It was indicated the patient was receiving "effective" therapy. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754 , serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3776-60 , serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information provided reports that the patient had some revision about 2 years prior to the date of this report; however, the patient stated that they weren't sure. Indication for use is spinal pain.